Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose was 142 mg/dl. Reportedly, the customer continued to receive basal delivery via the pump. The customer declined further follow up from tandem technical support.